Event description:
The ge oec 9800 fluoroscopy system an issue with the vertical lift column

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the vertical column power supply. While servicing the unit, a multitude of other issues, that required the regulator filament driver. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.